Event description:
It was reported by the customer's father that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 284 mg/dl. Customer's father stated that he has been trying to push buttons to get it to work but it does nothing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms noted. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.